Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 6.1 was failed to open. A field service engineer found no hardware errors. Assessed cubie pocket and drawer. No issues were found. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pocket was failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.